Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator went vent inop with da pcba adc failed occurrences. It was also reported that there were no audible or visual alarm indicators. The customer reported that the unit was in use on patient, but there was no patient harm.